Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during basal, bolus, and prime process. The customer's blood glucose was 110 mg/dl. The device has not been exposed to any strong magnetic field or MRI. The customer does not use the sensor feature. They are able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed the motor test. The insulin pump had minor scratches on the display window, cracked display window, cracked case at a display window corner, cracked battery tube threads, cracked belt clip slot and a cracked reservoir tube lip.